Manufacturer narrative:
(B)(4). Batch # p5680p. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot and batch.

Event description:
It was reported that during an appendectomy, the stapler adjustment knob broke off during the second firing and the vascular staple load incompletely fired. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # p5680p. See attached facility medwatch: 5000510000-2017-8041 device evaluation: the analysis results showed that the ats45 device was received with the articulation lever damaged and with a cartridge present. The cartridge reload was received partially fired 3/4, and with the reload lock out spring normal. No functional test was performed. No conclusion could be reached as to how the device became damaged, it should be noted that attempting to force the articulation lever beyond its stop in either direction will result in damage to the instrument. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. - attachment: [pc-000014923 - 5000510000-2017-8041.pdf]